Event description:
Procedure: bowel resection. According to the reporter: endo gia ultra handle performed as required during first two rings of bowel resection using tristaple. During the third tristaple firing, the cartridge couldn't be fired. It opened and closed without problem. At that time, the handle only was replaced. Tristaple jammed again. At that point, the tristaple cartridge was exchanged as well. The new handle and reload performed as required. Procedure was continued without any further incident regarding the handle or reload. New handle and reload was used to continue the procedure. Pt outcome: pt died the following day. Death not related to endo gia and/or tristaple. No reported complications due to use of endo gia and/or tristaple. A copy of the operative report could not be provided. A copy of the autopsy report is not available. The surgeon commented that the pt died of a cardiac arrest the day after the operation.

Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on: 06/18/2014.